Event description:
There was an error in getting the correct blood pressure reading during an anaesthetization, which resulted in an over dosage of anaesthetic. There was no greater harm to the patient.

Manufacturer narrative:
Results of investigation on subject device will be filed in a supplemental report when sample is received.